Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not be inflated and already ruptured during inflation. Then, dilatation was attempted but the balloon did not inflate. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No complications reported and the patient was good post procedure.